Manufacturer narrative:
The report of inoperable ipg was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition was a result of an unrelated surgery the patient reported having. There is guidance noted in the clinicians manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient does not have therapy and the ipg no longer connects with external devices following an unrelated procedure. Reportedly, the ipg was not set into surgery mode prior to the unrelated procedure. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place on (B)(6) 2024 wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was restored post op.